Event description:
It was reported that upon follow-up, the pulse generator exhibited premature battery depletion. No intervention or patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
(B)(4).